Event description:
The pt reported charging issues between the implant and the external equipment. During a pocket revision procedure, the surgeon decided to implant the pt with a new advanced bionics spinal cord stimulator.